Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
During gamma3 surgery, the tip of the guide wire broke and remained to the patient. The surgeon was manipulating the wire in the bone.

Manufacturer narrative:
Evaluation revealed the k-wire to be the primary product. Further associated products were not reported. Physical investigation of the k-wire was not possible as it was not available for investigation (discarded by hospital). A review of the DHR revealed no discrepancies in material or manufacturing. The device was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. According to the event description the k-wire has broken during surgery. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. The gamma3 operative techniques explains in detail the intended and safe use of the device. Breakage of the tip of the k-wire can be the result of deflection inside the bone. K-wire deflection but could be related to hard bone structure or non-pre-drilling of the lateral cortex which is required in the op-technique. However, the operative technique includes also that the position of the k-wire shall be checked during surgery via x-rays to avoid this kind of issue. With regard to the available information a non-conformance of the product was not identified. The case is rather related to intra-operative procedure of the user. The file will be closed formally and we reserve the right to reopen the file in case the device and / or further information becomes available.

Event description:
During gamma3 surgery, the tip of the guide wire broke and remained to the patient. The surgeon was manipulating the wire in the bone.

Event description:
During gamma3 surgery, the tip of the guide wire broke and remained to the patient. The surgeon was manipulating the wire in the bone.